Event description:
It was reported that an unexplained motor stall occurred and the pump was replaced. The patient had not been around an MRI setting. Reporter stated that there were no patient symptoms/injuries related to the event. The pump was replaced on (B)(6) 2012. The medications in the pump were fentanyl and bupivicaine. Additional information had been requested, however was not yet available at the time of the report.

Manufacturer narrative:
(B)(4). Final analysis of the pump found moisture, residue, and corrosion throughout the gear-train. Residue was found on the lower shaft of gear one and in the corresponding jewel. This was the cause of the stall seen in the pump logs. Residue was also found of the m1 feed-thru, but was not conductive enough to affect the pump's performance.

Manufacturer narrative:
Product ID (B)(4), lot# n098530029, implanted: (B)(6) 2007, product type: catheter. (B)(4).